Manufacturer narrative:
Two implants were returned together. The implants were visually inspected together as they could not be distinguished. There was some damage noted to the exterior of the implants, as well as evidence of remnant bone. There was evidence of a fractured screw in the bottom of both implants. The device history record for the screw could not be reviewed as no lot number was provided. However, the device history record for the implant was reviewed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported the screw fractured inside the implant. The dentist was unable to remove the screw so the implant was removed.